Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient initially had a pfna nail and blade implanted on (B)(6) 2016. The nail broke post-op and is captured under (B)(4) and the blade is concomitant. Additional information was received on a device report that indicated that an ¿unknown implant¿ broke post-op with an alert date of july 18th, 2017. A complaint was created due to the initial implant being a synthes implant (pfna) and it was unknown from the device report if the reporter was referring to the pfna having ¿repeated breakage¿. On july 21, 2017 the english translation was received that identified that the patient was revised to an unknown blade plate on (B)(6) 2017 and that the unknown blade plate broke post-op which required an additional revision (captured under (B)(4)). The english translated letter from lawyer clarified that the device report was not referring to a ¿repeated breakage in regards to the pfna and that the pfna was explanted on (B)(6) 2017. The patient was revised to another unknown blade plate on (B)(6) 2017. Per the letter from the lawyer, the third implant, an unknown blade plate is also broken, post-op (documented on (B)(6) 2017) and the patient is receiving inpatient treatment.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a second repeated breakage of implant after revision surgery. No information about patient status. This complaint involves 1 part. Concomitant reported part:unknown screws: this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable. With review of the information available from the letter from the lawyer, there is no information in the complaint that identifies either unknown blade plate is a synthes blade plate. The part and lot numbers are unknown. Therefore, with the available information, synthes does not have reporting responsibility. Should additional information become available that identifies either device as a synthes blade plate, this determination will be reassessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.